Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es system pocket not recognized. The customer reported that this malfunction occurred during the dispensing of medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-oct-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the full height (fh) drawer 5, row a pockets were not being recognized, and a medication spill had occurred. A field service engineer removed the row board and cleaned it thoroughly. The row board was then replaced, and the firmware was updated to ensure proper functionality. All tests in the hardware test application passed successfully. The station was rebooted, and the customer confirmed that everything was working correctly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es system pocket not recognized. The customer reported that this malfunction occurred during the dispensing of medication. There were no adverse events or injuries reported based on this event.